Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels (200-400 mg/dl) with a trace of ketones. The contact stated that the customer is going through puberty and had been eating more. The basal rate setting on the pump had been increased, temporary basal rates and a correction bolus via the pump have been used to address the high bg level.